Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by a customer that the line immediately came disconnected from the spike/drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one photo was received for quality evaluation. Review of the photo shows that the tubing separated below the drip chamber. The customer complaint of separation was confirmed.

Event description:
Rn spiked lasix infusion bag with new IV tubing. This occurred in patient's room in preparation to infuse.